Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the stimulator wires can act like a spark plug and sever their spinal cord and kill the patient. The patient wanted to know if there were any metal detectors that were 100% safe. The patient stated they always get manual pat downs when they go places. The patient stated they were knocked down and tore up before from going through some metal detectors at a community college. The patient said they have metal all throughout their body. The patient did not know when this occurred, but stated it probably happened in the 90s. The patient was hoping to speak with an engineer. No further complications were reported.